Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 514 mg/dl at the time of incident. Customer treated with insulin pump. Troubleshooting was performed for high blood glucose level. The customer reported that they received insulin flow blocked alarm. The customer performed troubleshooting and found that the cannula was slightly bent and air bubbles were present in the reservoir. The customer was assisted on removing the air bubbles. The insulin did exit during prime. The product will not be returned for analysis.